Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that abnormal rotation speed occurred. A rotapro console was selected for use. During use, it was noted that an air leak occurred from the console and was replaced due to abnormal rotational speed, but its functionality was not verified upon installation. No further information is available.